Manufacturer narrative:
The device as not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low air leak. With only the fdl attached flow 1.8lpm, ip -7.2psi, cp 54%. Caller attached the right chest pad. Flow 0.2lpm, ip -0.4, cp 100%. Disconnected right chest pad and connected left chest pad. Flow 0.7lpm, ip -0.3psi, cp 100%. The nurse changed all but one of the thigh pads. The patient had a balloon pump on that side and she did not want to interfere with it. Flow 2.1lpm with three new pads. Connected the 4th pad, and had it sitting to the side. Flow 2.5lpm. Therapy was resumed without further issue with the new set of pads.